Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-04583-00 for details pertinent to this event.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fenestrated inner tube fractured across fenestrations after limited use. There was patient involvement but no patient harm.